Event description:
Review of service data detected a reportable event. Upon service investigation of battery pack sn (B)(4), the battery pack was unable to communicate with the benchmark. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The cause of battery pack's inability to communicate with the benchmark was liquid contamination within the battery pack. The pca and battery cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely due to liquid ingress. The root cause of the liquid ingress could not be positively identified. No adverse event resulted from the contamination. The last pt to use this battery pack did not report any deficiencies.